Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture, peri implant fluid, and multiple hepatic cysts. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture, peri implant fluid, and multiple hepatic cysts. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6) photos of the explanted device have been received; evaluation yet to begin. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; peri-implant fluid.